Event description:
Baxter affiliate reports one incident of a patient death occurring 1 hour and 15 minutes after the dialysis treatment. Pt's spouse phoned center and indicated that pt "fell into a coma". No further information available.

Event description:
Baxter affiliate reports one incident of a patient death occurring within 2 days in 2001. The patient died two hours into the hemodialysis treatment. No further information available.